Manufacturer narrative:
(B)(4).a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss replaced the monitor screen assembly and tested the unit, which resolved the reported problem. Fss also carried out the field service checklist, which the system passed and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that blank/black screen occurred on the signature system. Customer re-booted system but there was no change. There was no patient involvement reported and no patient treatments delayed or cancelled.